Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. It was reported that the power module was removed from service and discarded by the hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced yellow wrench alarms while connected to the power module but not while on batteries. The patient was asymptomatic during the event. A log file submitted to the manufacturer showed that pump speed decreased below the low speed limit as a result of a low voltage situation. The system controller reset due to not receiving adequate voltage. The power module was serviced at the hospital and found that battery acid had leaked from the internal battery all over the inside.

Manufacturer narrative:
The reported event could not be confirmed as the power module was disposed of at the site and was not returned to the manufacturer for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.